Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: 8/27/2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled while implanting. The lens was cleaned, and haptic damage and lens damage were observed. The complaint issue haptic damage could be confirmed; however, based on the fact that the lens was handle during insertion and removal this issue can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as no indication that lens was implanted. If explanted, give date: not applicable, as no indication that lens was implanted. Hence, not explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) while being inserted into the patient's eye, had patient contact, had bent/broken haptic. The cartridge was also broke/cracked. It was stated that there was no incision enlargement. The patient has recovered from surgery. No other information was provided.